Event description:
It was reported that the patients ipg site was open and exposed. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device will not be returned. No device malfunction suspected.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 1 week prior to the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 16197733.